Event description:
A pt filed a maude event report, reporting they sustained shallow indentations, possible fat loss, holes, skin texture changes, lines and other marks all over their face. It is unk if the pt required medical intervention. No user facility or device info was provided.

Manufacturer narrative:
Reasonable attempts were made to obtain further info from pt regarding adverse event and user facility info. No add'l event or user facility info was made available. Should add'l info be obtained, a f/u MDR will be filed.